Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd connecta plus3 red leaked the following information was provided by the initial reporter; during the use of the tee pipe, the sheets were wet, and it was found that leakage occurred at the lower end of the tee pipe.

Event description:
No additional information received.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394605 and lot number 2236878. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.